Event description:
It was reported that the patient presented to the ER after receiving a shock for what appears to be lead noise being oversensed on the v sense amp channel. The lead impedance is normal and stable. Technical services (tse) discussed that they could try pocket manipulation and isometrics to see if the noise is re-createable. Tse discussed that if the patient has not had a baseline fluoroscopy for the riata lead advisory, that would be something to consider as well. A follow-up call several hour later stated that the notes portion of the interrogation showed the riata lead was not the pace/sense lead. The myopore lead is actually the lead placed in the rv port. Imaging was going to continue as previously planned with a shift of focus to the epicardial lead. As of (B)(6) 2016 the patient remains in the hospital and lead revision is likely the next step.